Event description:
Caller states the aviva meter produced a result of 652 mg/dl (device display range is 10-600 mg/dl). No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.